Manufacturer narrative:
Initial reporter postal code: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed evidence of broken tubing at the solvent-bonded junction of the distal luer lock. A portion of the broken tubing was visible inside the luer lock. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal luer lock of a small volume intermate ¿snapped off¿ from the tube. This occurred after filling with an unspecified solution and before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.